Event description:
Event description guidant received information from a legal complaint, that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a personal injury as a result a defective product,